Manufacturer narrative:
Insulin pump monitored for several days. Device t received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had off no power alert. Customer's blood glucose level was 60 mg/dl. Customer states they did not receive a low battery alert prior to the off no power alert. The customer was advised monitor the insulin pump and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.